Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer¿s current blood glucose value was 91 mg/dl. The customer treated high blood glucose with manual injection and insulin pen. Customer stated that they were using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was not active at the time of reported high blood glucose. The insulin pump will not be returned for analysis.